Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she had a heart attack and believed it was due to the insulin pump. The doctor told her that her massive heart attack was due to the insulin pump. The customer was in the emergency room with a high blood glucose level of 1,200 mg/dl. She was in intensive care unit. She believed the insulin pump was changing the settings on its own. The customer was wearing the insulin pump at the time of hospitalization. The customer was advised that the device would be replaced and agreed to return the product for analysis.